Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The complaint reports that the patient's lead was removed prior to the planned end of treatment date (eight days after implant) due to a suspected allergic reaction. Per follow-up with a representative in contact with the patient, the patient reportedly developed a skin rash four days after their lead was implanted. The patient reported experiencing a variety of additional symptoms including extreme itchiness, yellow-tinted discharge from the lead exit site, tongue tingling, throat tightness, and fatigue in association with the reported issue. The patient reportedly presented at the emergency department (ed) for assessment of the issue at which time a soft tissue ultrasound and culture of the lead exit site discharge were performed; however, results of this testing were not available at the time of investigation. The patient was reportedly prescribed an antibiotic for treatment of the issue at the time of the initial ed visit. The patient's symptoms reportedly persisted in the days following the initial ed visit, and the patient was directed back to the ed by their implanting physician to have their lead removed. During the second ed visit, the patient was reportedly administered diphenhydramine (benadryl) and intravenous (IV) fluids. The patient was reportedly discharged from the ed following removal of the lead and provided a prescription steroid cream for further treatment of the skin rash. The ed physicians that examined the patient during both visits reportedly believed the issue may have been bandaging related, but also believed the symptoms experienced were in association with a foreign body reaction to the implant. The patient was reportedly recommended to visit an allergist before receiving any other pain interventions due to a history of anaphylactic reactions, per follow-up with a representative in contact with the patient. The patient reported feeling better almost immediately after the removal of the lead; however, the patient was reportedly still experiencing a rash and open sores from scratching the affected area in the weeks following lead removal, per an update provided by a representative in contact with the patient. If additional information regarding resolution of the issue becomes available, this investigation will be updated.

Event description:
The patient reported allergic reaction requiring emergency department provider to remove lead.